Manufacturer narrative:
Device passed the displacement test. Motor error alarm during the basic occlusion test and unable to prime during the prime test due to faulty force sensor resistance (gold). Unable to verify excessive no delivery alarm and perform occlusion test or excessive no delivery test due to motor error alarms. The motor was tested outside the device and passed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's family reported via phone call that they experienced hyperglycemia. The customer¿s blood glucose level at time of incident was 447 mg/dl. Customer stated they received a motor error after getting a no delivery. Customer was able to complete insulin pump rewind. Customer was able to successfully clear the alarm. The drive support cap appears normal. Customer states the insulin did exit. The customer was advised to discontinue the use of insulin pump and revert to back up plan. The insulin pump will be returned for analysis.